Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was not able to get more than two coupling bars when recharging the battery. The rep said that prior to calling they tried an antenna locate (al) to find the best location for the recharger (insr) antenna. The rep also tried using two insrs, the patient's insr and one that belonged to the rep. The rep stated that no falls or trauma were reported. During the call, the patient reported to the rep that at the time that the change in coupling occurred the ins felt like moved down and to the right; the rep said that currently the ins felt pretty tight in the pocket. The al feature was reviewed with the rep and the rep reported the following values: 40 52 58. When the rep attempted to start a recharging session using that insr antenna position the rep stated that they got 0 coupling bars. Technical services reviewed pocket considerations and the possibility of getting an x-ray to determine if the battery appears to be flipped. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's issues was not determined at the time of the patient's meeting with the rep. The antenna locator diagnostic tool was used on the patient's recharger and with the spare recharger the rep brought to the appointment. The rep also tried different positions, but none of this troubleshooting resolved the patient's issues. The patient's reported issues were not resolved at their meeting with the rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had an ins replacement surgery scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stated that she is only able to get two coupling bars on her recharger and it takes several hours longer than expected to charge. The patient stated that she has difficulty connecting her programmer to her ins. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.